Manufacturer narrative:
Investigation is progress. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the balloon on the 26mm commander delivery system was fully inflated when it ruptured during valve deployment as the last milliliter was being pushed into the balloon. Per report, there was no harm to patient and the valve looked fine on echocardiogram post deployment. Per follow-up from the fcs, the balloon rupture was due to heavily calcified leaflets, the annulus itself was not calcified, a bav was not performed and no extra volume was added to the balloon.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: severe calcification was found on the leaflets. The reported event for balloon burst was unable to be confirmed as no device or relevant imagery showing the balloon burst during deployment was provided. Available information suggests patient factors (calcification) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.